Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. All samples (customer returned and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes gel separator went above the blood and 3 tubes were affected. No medical intervention was required. The following information was provided by the initial reporter: customer reports they´ve had an issue where the gel separator went above the blood. Tubes were being drawn by venipuncture with eclipse (straight needle), syringe, line, wingset? IV start.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes gel separator went above the blood and 3 tubes were affected. No medical intervention was required. The following information was provided by the initial reporter: customer reports they´ve had an issue where the gel separator went above the blood. Tubes were being drawn by venipuncture with eclipse (straight needle), syringe, line, wingset? IV start.

Manufacturer narrative:
Medical device brand name:bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.